Event description:
During a clinic follow-up, a decrease in the battery longevity was observed on the device and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed in the lab. Interrogation of the device revealed the device was at end of service (eos) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, high-voltage (hv) output, hv shock, and patient notifier were tested on the bench and no anomalies were detected. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an extended capacitor charge time was detected. The device was at end of service (eos) when received. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. Bench and stress testing were performed, and the device was found to function normally. The event of capacitor charge timeout could not be reproduced in the lab; hence the cause of the issue remains undetermined.